Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Supply changes were performed to address the occlusion alarms. No damaged was observed to the infusion site cannula. As the supplies in use during the occlusion alarm had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.